Event description:
The patient reportedly experienced poor performance and pain. Programming adjustments were made and external equipment was exchanged; however, the issue has not been resolved. The center will pursue device revision surgery. Additional testing has been scheduled.